Event description:
It was reported that: significant sores to bridge of nose and at times to the side of the face despite staff applying a protective dressing to the skin of the nose before commencement of treatment.

Manufacturer narrative:
The concerned mask was requested for investigation but not yet received. Investigation results will be reported in a follow up report.